Event description:
The component broke through the inner and outer blisters causing the device to fall onto the or floor. Another device was readily available and used to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results suggest that this event would be related to rough handling during shipment of this product to the customer.